Event description:
On (B)(6) 2011, a case manager (cm) contacted animas alleging the patient was hospitalized on (B)(6) 2011 with a diagnosis of dka. The cm informed animas customer support that the patient reported to his diabetes educators that the subject pump was not recording boluses correctly in pump history. The patient claimed he was bolusing more often than what is in the bolus history and reflected in the download. The patient did not provide cm with any specific dates in which alleged issue occurred. The cm declined review of pump as she would not be able to confirm if pump settings were correct or if bolus amounts were appropriate. During a follow-up call to the patient, the patient stated the alleged issue occurred for over (B)(6) period. The patient reported symptoms of rapid heart rate, nausea, shortness of breath and testing positive for ketones on (B)(6) and (B)(6). On (B)(6) 2011 he went to the hospital and his blood glucose was in the 600 mg/dl range. At the time of the call, the patient was on a loaner pump and did not have subject pump to review settings and history. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that no boluses were given after (B)(6) 2011. There were no alarms noted in the pump history outside of typical pump use. During testing, and ezprime operation was performed with no difficulties noted. A normal bolus and an audio bolus were successfully performed and were correctly recorded in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.